Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip was noted during the visual inspection. The insulin pump had a missing segment due to bleeding display glass.

Event description:
It was reported the customer had a partial display on their insulin pump. Customer stated there was a circle and pixilation on their insulin pump's screen. Customer stated they did not drop or bump their insulin pump. The customer's blood glucose was 110 mg/dl. Customer was advised their insulin pump needed to be replaced. No additional information provided.